Event description:
It was reported that pump generated cartridge alarm 20 and had a history of similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with backup insulin method available, and technical support arranged shipment of replacement pump under warranty, instructed customer to place old pump in storage mode, return it within specified time using provided shipping materials, and set up pump settings and continuous glucose monitor on replacement device.